Manufacturer narrative:
Device received with blank display. After disconnecting the electronic assy stack and reconnecting the electronic assy stack, device power up properly. Problem isolated to electronic assy.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's husband reported via phone call that the insulin pump had blank display. It was also mentioned that the insulin pump display was not blank less than 30 seconds and/or did not return. Blood glucose level was 370 mg/dl at the time of the incident. No further details were provided. The insulin pump will be returned for analysis.